Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted due to sui.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced pain, extrusion, erosion, recurrence, urinary problems and dyspareunia. She underwent mesh revision surgery on (B)(6) 2012 and partial mesh removal surgery on (B)(6) 2013 due to erosion. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient experienced right uretral stricture with arophic right kidney, hematuria, vaginal discomfort, lesion, urgency, hydronephrosis, obstructive uropathy urinary tract infection, chronic kidney infalmmation, and urinary frequency.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) due to eroded vaginal mesh.